Event description:
Customer reported that recently she had several high blood glucose episodes and the infusion set cannula was bent when it was removed. Customer stated that in 2011, she was hospitalized due to high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.